Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device this incident, it was determined that the fatal error had occurred on the station. A customer had contacted the field service engineer (fse) because the station was stuck on a windows error boot-up screen. The fse assisted the customer remotely by power cycling the station twice for 10 minutes each and attempted to remote in without success. The fse then downloaded image 1.6.1 from the site, transferred the image to a bootable hard drive, and re-imaged the station. Afterward, the fse performed a data synchronization, installed remote smart service (rss), and successfully remoted in. The application and drawers were tested. Finally, the fse called the technical support specialist (tss) because the station did not launch into the application automatically. Customer tested and verified issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had fatal error 60000034 and offline in remote support service. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.